Event description:
A nurse reported that the touchscreen froze during a cataract with iol (intraocular lens) implant procedure. The system was exchanged and the case was able to be completed following a 5 to 10 minute delay. There was no harm to the patient.

Manufacturer narrative:
The company representative examined the system and found a stuck button on the remote control and reset it. The system was then tested and met product specifications. No samples were returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unknown at this time. (B)(4).